Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was visually inspected, and it was found the spring helix broken, a hole in pebax. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. Microscopically analysis was performed and was observed the green sensor wire broken in the pebax area. This is the root cause of catheter fail error 106. A manufacturing record evaluation was performed for the finished device 30373632m number, and no internal action was found during the review. The customer complaint was confirmed. The root cause of the force sensor wire broken is related with the damage in the pebax. The root cause of the damage on pebax and tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a broken spring helix and hole in the pebax. During the procedure, mapping could not be conducted as sensor error 105 occurred: this occurred after the device was inserted into the patient's body. The cable was changed but the issue continued. The thermocool® smart touch® sf bi-directional navigation catheter was replaced with another one, and the issue was resolved. The procedure was completed with patient consequence. The magnetic sensor error is not an MDR-reportable issue. The broken spring helix and hole in the pebax are MDR-reportable issues.